Manufacturer narrative:
The device was returned for analysis. The reported contamination was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that case circumstances was the likely cause for the reported contamination. The white stuff or foreign material that was observed on the returned retrieval catheter during the procedure, appears to be excess polytetrafluoroethylene (ptfe) lubricant, which is applied during manufacturing and serves to aid in retrieval of the filtration element during use. It is likely that during flushing, the lubricant was flushed out of the distal end of the retrieval catheter causing it to become exposed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is being filed under a separate medwatch report#.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system, a thick/sticky white material was seen in the tip of the recovery catheter after flushing. The device was not used. A second nav6 system was opened but the same white stuff was seen in the tip again. A third nav6 system was opened and was used to successfully complete the procedure. There was no patient involvement with the first two systems. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.